Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call, she wanted to perform troubleshooting on the device to ensure its working properly. She has been having reoccurring high blood glucose for the past week ranges from 300 to 500 mg/dl. Current blood glucose was 301 mg/dl. Customer had been feeling nauseas during the week. Troubleshooting was performed but she declined to look for air bubbles and leaks. She wasn't able to remove the site to check any issues with the cannula. Customer declined to perform high pressure test. Self-test was performed on the device and it did pass. Customer was advised to change entire set, reservoir, and insulin and treat per her doctor's instructions. The device isn't returning for analysis.